Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain') in a 30-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, migraine and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Injury type- pip to removal (per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Lot number: 628196, manufacture date: 2008-10, and expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2010 and paracetamol (tylenol) since 2010. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, migraine and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Injury type- pip to removal (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Lot number: 628196; manufacture date: 2008-10; expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporter added. Case became serious incident because of essure removal. Essure explant date and removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.